Event description:
It was reported that a bipolar handle does not coagulate. There was no patient impact.

Manufacturer narrative:
(B)(4): results - mechanical shock problem. The returned device was evaluated. The electrode had short circuited. There were traces of impact/abrasion on the coating. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(6). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).